Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 20 unspecified bd intravascular administration sets experienced blood exposure/splash. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. The team is reporting to me that the new ivs are bleeding from the site and the floor rns are having to remove them or we are getting asked to do a site check. This is occurring approximately 2 days after placement. Has anyone else noticed this in a shorter timeframe or have a tip/trick to solve? Staff relay small to moderate amounts of either serous or bloody drainage accumulating under the dressing and with moderate amts the drainage seeps outside of dressing. Some IV sites (8/20) are in areas of flexion or bony areas (wrist, hand, antecub), while 5/2s are occurring in forearms. Some staff are relaying the catheters are hubbed and we are educating all to leave a small amt of catheter space as well as attention to appropriate placement of the dressing to secure the catheter at the insertion site.